Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+1.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
The lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found that the haptic was torn. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Date received by manufacturer- corrected from "26-mar-2019" to "20-mar-2019" for MDR. Claim#: (B)(4).